Event description:
It was reported on (B)(6) 2026 that the patient¿s three infusion sets did not stick to skin upon insertion.

Manufacturer narrative:
MDR 3003442380-2026-46424 / initial 3 of 3:e1:name (B)(6),country: united states of america,street (B)(6).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.